Event description:
The customer reported data errors which resulted in intermittent system functionality. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed and onsite investigation. The ps1 power supply was evaluated and the voltage was adjusted. The system was tested and found to be working as intended and returned to service.